Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker was found to be at back-up vvi mode. The device was explanted and replaced on (B)(6) 2022. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of pacemaker found in back-up mode was confirmed. The pacemaker was received in backup operation mode. Final analysis found that backup occurred due to low battery voltage fluctuation. The results of all electrical test performed, including battery assessment indicate normal device characteristics. No anomalies found other than battery voltage at end of life(eol) level due to normal usage. Longevity assessment was performed, device exceeded the projected longevity and is considered normal battery depletion.